Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported that the keypad on the insulin pump was unresponsive and the numbers were scrolling when attempting to bolus. Customer also received a button error alarm on the insulin pump. No further information reported.